Manufacturer narrative:
The delay in reporting the event occurred since it is our first time establishing an emdr account and the process took more than a month to establish. Now that the account has been established, the submissions will be submitted in a timely manner.

Event description:
Dental implant did not osseointegrate. The dentist sent us a lump sum of dental implants and list of patient names; claiming the implants did not osseointegrate. We provided him with implant failure forms. Implant failure forms and radiographs are missing.